Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that on 01apr2026, during disconnection at the conclusion of a dialysis session, the inlet line of the cannon ii plus chdc (inserted on (B)(6) 2026) could not be removed despite multiple attempts by healthcare staff and the attending physician. It was observed that a non-teleflex connector had melted and fractured within the red catheter hub. Although the connector could be unscrewed, it rotated freely and could not be removed. As a precautionary measure, a second clamp was applied to the line using an applier. A temporary catheter was inserted into the left internal jugular vein in the intensive care unit. Subsequently, a replacement tunneled catheter was inserted into the right internal jugular vein on (B)(6) 2026. It was reported on 10apr2026 that the patient had passed away; the death was reported as unrelated to this incident.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2026, during disconnection at the conclusion of a dialysis session, the inlet line of the cannon ii plus chdc (inserted on (B)(6) 2026) could not be removed despite multiple attempts by healthcare staff and the attending physician. It was observed that a non-teleflex connector had melted and fractured within the red catheter hub. Although the connector could be unscrewed, it rotated freely and could not be removed. As a precautionary measure, a second clamp was applied to the line using an applier. A temporary catheter was inserted into the left internal jugular vein in the intensive care unit. Subsequently, a replacement tunneled catheter was inserted into the right internal jugular vein on (B)(6) 2026. It was reported on (B)(6) 2026 that the patient had passed away; the death was reported as unrelated to this incident.